Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered from the cartridge. Reportedly customer reused insulin from a pervious cartridge. Tandem technical support educated the customer cartridge and insulin labeling. There was no reported impact to customer's blood glucose. A cartridge change was performed resolving the issue.